Manufacturer narrative:
Citation: moscarelli et al. Post-implant transcatheter aortic prosthesis deformation: tricuspid versus bicuspid valve. European journal of cardio-thoracic surgery, volume 67, issue 1, january 2025, ezae451, 10.1093/ejcts/ezae451. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding post-implant transcatheter aortic prosthesis deformation relating to tricuspid versus bicuspid native valves.  The study population included 100 patients who were predominantly male with a mean age of 78.2 years old.  All patients were implanted with a medtronic evolut r bioprosthetic valve.  Among all patients, clinical observations included: post-implant prosthesis eccentricity, leaflet thrombosis, hypoattenuated leaflet thickening (halt), restricted leaflet motion (relm), thrombus and acute coronary syndrome.  No further information was provided pertaining to medtronic products.